Event description:
The peritoneal dialysis (pd) patient reported that she was recently in the hospital for unknown reasons. Upon follow up with pdrn, it was determined that the patient was in the hospital from (B)(4) 2013, due to a subdural hematoma and altered mental status. The pdrn confirmed that the patient was not connected to the cycler during head trauma and the cycler was not the cause of hospitalization. The actual cause of the subdural hematoma is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.